Manufacturer narrative:
(B)(4). The reported failure was duplicated. The service engineer replaced the printed circuit board to resolve the reported issue.

Event description:
It was reported that the ventilator froze on the startup screen and could not advance through the full sequence. There is no reported patient involvement associated with this event.